Event description:
Bsc crm received info that this lead had dislodged, resulting in non-capture, poor r-waves and high thresholds. In a revision procedure, the lead was explanted and successfully replaced by a new lead. The pt was not feeling well, but he had several other things going on as well. There was no failure to capture. Pt was not dizzy or lightheaded.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint, the analysis did not show any deviations from the specifications. In particular, the fixation helix could be properly extended and retracted. The analysis did not reveal any sign of a material or manufacturing problem.